Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged ears plugged up, headache,eyes dry,congested nose also sinus problem. There was no report of patient any serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In section h6 clinical code 2277 was incorrectly reported, which should have been 2420. The manufacturer previously marked h10 incorrectly. In this report h10 has been updated/corrected.